Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A plasma sample was sent to this laboratory for total bilirubin comparison testing to troubleshoot a patient sample. The result was 8.0 mg/dl, which was in agreement with the integra 800 result at the original site of 8.0 mg/dl. The original site also ran the sample on a beckman cx5 with a result of 0.36 mg/dl. This site did not know which result was reported or if the patient was adversely affected since the patient was not located at this facility. The user stated she did not have any problems with any other samples. The total bilirubin reagent lot number was 62022801. The field service representative could not find a problem and noted the total bilirubin controls were within range. To verify the analyzer operation, he performed a check test with passing results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that an operator cut her finger while opening a glass ampule, wearing gloves. The operator washed her finger with alcohol and covered it with a band-aid.

Manufacturer narrative:
Investigation of the event determined a gammopathy interference present in the patient sample most probably caused the falsely elevated total bilirubin result. Immunofixation electrophoresis results for the sample demonstrated the following: bence jones positive, lambda type, and also iga monoclonal protein with lambda light chain specificity. This gives evidence for an interference with the bil-ts assay. Inteference due to gammopathy is documented in product labeling. The patient was not adversely affected.